Manufacturer narrative:
The pressure relief valve (B)(4) is normally closed and opens at >35 cm h2o to prevent stomach distention. The pressure relief valve threads on to a port of the lsr's pt valve housing. Laerdal medical (B)(4) personnel have interviewed hosp ER staff and the hosp staff has inspected this lsr. The threads on the pressure relief valve (d/c 05-2005) and lsr were undamaged. The pressure relief valve was reassembled and tested per the dfu with no problems found. The lsr was returned to svc at the hosp. The lsr's post reassembly functional tests were explained to the doctor. No product corrective actions are recommended.

Event description:
Laerdal medical a.s. (Lmas) has informed laerdal medical corporation of a pt incident from (B)(6) involving a pediatric laerdal silicone resuscitator (lsr). On (B)(6), 2011, a pediatric lsr was used to ventilate a (B)(6) female in a (B)(6) hospital's emergency room. The pt had been intubated and the lsr used for ventilations. The pt's vital signs did not improve and she was re-intubated. Since the spo2 was low and it felt like an air leak was present, they switched to an adult lsr and continued ventilations. The pt did not improve and passed away. Later, the pediatric lsr's threaded pressure relief valve was found loose on the bed. The missing relief valve was not noticed during the incident and in later interviews, the doctor stated the lsr air leakage did not affect pt outcome.